Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self test for two patients. This MFR. Report addresses patient 1 of 2. The consumer reported a false negative result with the binaxnow covid-19 antigen self test. Pcr confirmation testing was performed and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: (B)(4).

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.